Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel. Additionally, there is potential loss of capture (loc) on the ventricular channel. Technical services (ts) recommended programming options to resolve the farfield oversensing and recommended a chest x-ray for this patient. The device was reprogrammed. After reprogramming, it was noted that there was occasional undersensing of the ra channel. The device remains in use. No adverse patient effects were reported.